Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Vascular damage - peripheral vessel: vascular damage failure mode was added for continuous gi bleed. The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 in left axillary artery. The patient was on brillinta at time of the surgical implant. The patient also had a gastrointestinal bleed over the past couple of days. A jp drain was placed intra procedure at the impella 5.5 insertion site. Post procedure. The orogastric tube had significant blood output and the jp drain had filled up multiple times. Estimated blood loss was around two liters. Mtp protocol was issued overnight and eight units of plasma, six units of packed red blood cells, four units of platelet, and two units of cryoprecipitate were given to the patient to stabilize. Later, the pump was explanted and the patient survived.